Event description:
A us distributor contacted zoll to report that a patient developed an open blister under the right side electrode of the lifevest equipment. Patient reported that the lifevest was too tight. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.